Event description:
In 2009, the pt reported that her blood glucose measured 120 mg/dl the previous night before bed and when she woke up, it measured 360 mg/dl. Her normal blood glucose range is 100-120 mg/dl but she stated that since having surgery in late 2008, 140 mg/dl has been a normal blood glucose level. She stated that the infusion set and insulin cartridge were changed yesterday. She stated that she feels when she uses a shorter infusion tubing length, her blood glucose is lower. She stated "this has been doing this unpredictably for 2 months, since december 24-25" after having surgery. She stated that after having surgery, she would "wake up with blood sugar of over 300 or 400" and that her blood glucose would elevate at any time of the day. She stated that she typically programs a temporary basal rate and boluses to lower her blood glucose. She visited her physician in early 2009, and the physician believes the infusion device has an issue with insulin delivery. She was advised to switch to her backup infusion device for troubleshooting using her current accessories. The pt called back three months later, and stated that she had switched to her backup infusion device and her blood glucose had lowered from 166 mg/dl to 128 mg/dl at the time of the report. She stated that she believes elevated blood glucose is associated with using longer infusion tubing. She believes the infusion device is not able to push the insulin sufficiently through the longer tubing. Two days later, the pt reported that for the first 24 hours of using her backup infusion device, her blood glucose was under control but then began to elevate again. She believes that the infusion device is not able to push insulin through the longer infusion tubing. Another two days later, the pt reported that she received her replacement infusion device and she is using shorter infusion tubing and her blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.